Event description:
I used an oral b nighttime mouth guard (B)(6) for five months. It deformed my mouth (my dentist wrote "open bite developing posteriorly") and now I might have to pay (B)(4) and wear braces for 18 months to fix it. This product should not be allowed on the market. FDA safety report ID # (B)(4).